Manufacturer narrative:
Device evaluation the oa-10 device of lot number c1879863 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review prior to distribution oa-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oa-10 of lot number c1879863 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1879863. It should be noted that the instructions for use (ifu0096) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ it should be noted the instruction of use cautions ¿wire guide diameter and inner-lumen of wire ¿ guide device must be compatible¿. There is sufficient evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause of the use of an incorrect size wire guide was identified from the available information. The complaint information indicated that a boston jagwire, 0.025", 450 cm, straight wire guide was used for the procedure. It may be noted the device label indicates that a 0.035¿ wire guide is required for use with the oa device. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A customer, who's been using ttso stents for years and they were really content with them but recently, they have experienced some difficulties with oasis introducers. Namely, when they have put the stent (10 fr) in place and they try to pull out the guiding catheter of oa-10, it pulls the stent out as well and they're unable to detach the stent. Has the diameter of ttso stents reduced recently? Why do you think it happens? Previously they didn't have any problems with it. I'd appreciate any suggestions. Thanks a lot beforehand. "As per cc form": a 10fr ttso plastic stent was being placed in a patient with a 10 fr oasis stent introducer. Recently, the customer has experienced difficulties during placing the stent (357896). When the stent was in place they tried to pull out the guiding catheter of oa-10, but it was very difficult to detach it from the stent (the catheter pulled the stent out as well) (357871). Either the diameter of the stent was too small or the diameter of the guiding catheter was too big. Pr (B)(4) - rep response 22 april 2022 the complaint is related to device removal. After the stent was in place, the staff started to detach the stent introducer, but it got stuck. M00556561, it was a boston jagwire, 0.025", 450 cm, straight. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Report is being submitted due to additional information received on 22 apr 2022: (B)(4) - rep response 22 april 2022. The complaint is related to device removal. After the stent was in place, the staff started to detach the stent introducer, but it got stuck. M00556561, it was a boston jagwire, 0.025", 450 cm, straight.

Manufacturer narrative:
Device evaluation: the oa-10 device of lot number c1879863 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution oa-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oa-10 of lot number c1879863 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1879863. It should be noted that the instructions for use (ifu0096) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ it should be noted the instruction of use cautions ¿wire guide diameter and inner-lumen of wire ¿ guide device must be compatible¿. There is sufficient evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of the use of an incorrect size wire guide was identified from the available information. The complaint information indicated that a boston jagwire, 0.025", 450 cm, straight wire guide was used for the procedure. It may be noted the device label indicates that a 0.035¿ wire guide is required for use with the oa device. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.